Event description:
It was reported that this right ventricular (rv) lead had been previously capped and surgically abandoned at some point, with no notification submitted at the time and no specific device issues have been reported at this time. This lead was partially extracted. A new device was implanted. No additional adverse patient effects were reported. No further information is available from the field.

Manufacturer narrative:
Amendment corrected fields: f10 device codes.

Event description:
It was reported that this right ventricular (rv) lead had been previously capped and surgically abandoned at some point, with no notification submitted at the time and no specific device issues have been reported at this time. This lead was partially extracted. A new device was implanted. No additional adverse patient effects were reported. No further information is available from the field.